Event description:
A surgeon was performing a duodenojejunostomy on a pt which required use of a surgical stapler. The surgical stapler was loaded and the surgeon was in the process of using the stapler when the stapler misfired and did not function as intended. No harm was caused to the pt. The surgeon used another stapler to finish the procedure.